Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge alarms occurred during the loading sequence while using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.